Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with a lowest blood glucose of 41 mg/dl, lasting about 45 minutes out of range, and the device alerted to the low. Symptoms included cold sweats. Outcomes included self-treatment with oral glucose (juice) without outside assistance or medical intervention. Investigation included troubleshooting and education with the user, along with additional training scheduled. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was consistent with low glucose with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.